Event description:
It was reported that a surgical procedure, it was observed that while using the robotic-assisted solution satellite station over cutting of the anterior chamfer cut on the femur occurred. It was reported that the issue was observed during a femur first procedure for the left knee. It was reported that the surgeon chose to make this cut first as is his workflow. The robot re-adjusted for the cut and the surgeon could see that the cut was off as it was cutting. It was also reported that after completing the cut and still on the same screen, the surgeon used the pointer to check the cut and it was shown to be 1-2mm off of the screen. It was reported that the seemed to be a "bump in the cut". The reporter stated it was "almost like the robot made an unexpected move". It was reported that the surgeon stopped it and restarted to continue. It was reported that the surgeon was good with the overall outcome of the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, the user / patient experienced the following issue with the product (451570101 velys satellite station, sn: (B)(6)): overcutting of anterior chamfer cut on the femur. This only occurred on this 1st case. There were 2 cases that followed. The device was functionally / visually tested by the field service engineer at the customer site. The described failure by the customer not confirmed. The device was visually inspected as received from the customer. It was found that the device passed all visual inspections. The device passed all inspection criteria according to the functional assessment and determined to operate as intended and no issues were observed. Since no failure was found no root cause can be defined. As part of velys quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was observed without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device where it was used against the IFU that could not be replicated when the device was tested during technical investigation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review: no manufacturing record evaluation (mre) required as no manufacture or service related issue found.